Event description:
It was reported that the device triggered elective replacement indicator prematurely due to the ventricular capture management causing an increase in the output. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.